Event description:
As reported by our affiliates in finland, it was a case of an implant of a 29mm sapien 3 valve within an inspiris resilia surgical valve, in pulmonic position by right transfemoral vein. During the procedure, the valve embolized into the left pulmonary artery. Although a new 29mm sapien 3 valve was crimped, the patient was subsequently converted to surgical intervention, and no valve was implanted. The perceived root cause of the event was a challenging implant angle, non-coaxial alignment, and tension within the delivery system.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a challenging implant angle, non-coaxial alignment, and tension within the delivery system may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated sections b5 and d6b. Corrected sections d2 and g4.

Event description:
As reported by our affiliates in finland, it was a case of an implant of a 29mm sapien 3 valve within an inspiris resilia surgical valve, in pulmonic position by right transfemoral vein. During the procedure, the valve embolized into the left pulmonary artery. Although a new 29mm sapien 3 valve was crimped, the patient was subsequently converted to surgical intervention, and no valve was implanted. The patient was in stable condition. The perceived root cause of the event was a challenging implant angle, non-coaxial alignment, and tension within the delivery system.